Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon on the foley catheter.

Event description:
It was reported that water leaked from the balloon on the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The inspector received one used foley cathter with a statlock device. No packaging provided. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solutions. No cuffing noted. The drainage lumen was flushed and no leaks were noted either. The active length was measured to be 0.6970 inches. Per specification, the active length should be 0.6-0.9 inches. A potential root cause could not be found since the reported event was unconfirmed. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following:"caution: federal (u.s.a.) Law restricts this device tosale by or on the order of a physician.sterile: unless package is opened or damaged.warning: do not use ointments or lubricantshaving a petrolatum base. They will damage siliconeand may cause balloon to burst.caution: do not aspirate urine through drainagefunnel wall.storage: store catheters at room temperature awayfrom direct exposure to light, preferably in the originalbox.single use only. Do not reuse. Do not resterilize.for urological use only.valve type: use luer slip syringe. Do not use needle.recommended inflation capacities3cc balloon: use 5ml sterile water5cc balloon: use 10ml sterile water30cc balloon: use 35ml sterile waterdo not exceed recommended capacities.warning: after use, this product may be a potential biohazard.handle and dispose of in accordance with applicable local,state, and federal laws and regulations.note: aggressive traction, particularly in the presence of suturing,is not recommended for 100% silicone foley catheters.bard and bardex are registered trademarks of c. R.bard, inc. Or an affiliate.to deflate catheter balloon: gently insert a syringe in thecatheter valve. Never use more force than is required to makethe syringe ¿stick¿ in the valve. If you notice slow or no deflation,re-seat the syringe gently. Allow the balloon to deflate slowly onits own. Do not aspirate or manually accelerate the deflation ofthe balloon. If permitted by hospital protocol, the valve arm maybe severed. If this fails, contact adequately trained professionalfor assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assurethat all balloon fragments have been removed from the patient.visually inspect the product for any imperfections or surfacedeterioration prior to use."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.